Manufacturer narrative:
D2a common device name: pjs, nhl. D2b pro code (product code): stimulator, electrical, implanted, for essential tremor; stimulator, electrical, implanted, for parkinsonian symptoms.

Event description:
It was reported that following hospitalization due to a non-deep brain stimulation (dbs) related event, the patient did not have access to their remote control or charger. During their stay, tremors unexpectedly returned, necessitating medication for symptom management. The patient has since obtained a remote and charger and has been discharged. Additional information was received that the patient's symptoms had return as a result of the ipg not being charged.

Manufacturer narrative:
Block d2a common device name: pjs, nhl block d2b pro code (product code): stimulator, electrical, implanted, for essential tremor; stimulator, electrical, implanted, for parkinsonian symptoms.

Event description:
It was reported that following hospitalization due to a non-deep brain stimulation (dbs) related event, the patient did not have access to their remote control or charger. During their stay, tremors unexpectedly returned, necessitating medication for symptom management. The patient has since obtained a remote and charger and has been discharged.